Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that they are experiencing discrepancies between sensor glucose readings and blood glucose measurements around the fourth day after her son's sensor is inserted. Additionally, they are receiving multiple calibration errors, as well as weak signal and lost sensor alerts. At the time of reporting, the mother stated, her son's blood glucose was 147 mg/dl. The week prior, the patient had a blood glucose level of 127 mg/dl, yet the sensor read 348 mg/dl. Proper calibration techniques were discussed with the customer's mother, and she was reminded that the proper usage of the device was for ages 16 and above. Nothing further was reported.